Event description:
There is no indication that the product caused or contributed to an adverse event. The patient claimed that the subject meter would not power on and the customer care advocate could not resolve the alleged power issue, so the so the complaint is being reported as a malfunction.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found. However, the meter had pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.